Manufacturer narrative:
(B)(4): information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was received with skiving of the heat shrink (shaft cover) material and with all present. In addition, the cable was cut off. Due to the returned condition of the device, no functional testing could be performed with the generator. However, the device was mechanically tested and no anomalies were noted. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The IFU warns "prior to inserting or removing the device from the trocar, ensure that the device is in the straight, non-articulated position by confirming that the indicator arrow on the articulation wheel is aligned with the top of the instrument." The IFU also warns the user to discontinue use if black heat shrink covering is damaged.

Event description:
It was reported that during a laparoscopic ventral hernia procedure, there were three reposition device errors. The protective covering tore in multiple places. There were no patient consequences. Case completed with the initial instrument.